Event description:
It was reported by the customer that when using the bd pyxis¿ es server was not communicate with all stations. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating. The technical support specialist (tss) dialed into the server and observed that it was running slowly due to random access memory (ram) usage reaching 95%. The tss informed the customer, who confirmed plans to upgrade the ram on the server machine. The system was monitored for two weeks. As performance remained stable, the case was updated for closure. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server was not communicate with all stations. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.